Event description:
Additional information received confirmed that the doctor was not able to refill the pump properly. When the patient came in for a refill, the amount in the pump was 30 cc. The expected residual volume was 10 cc. The doctor was only able to fill the pump with 20 cc of drug. The patient outcome after the pump explant was noted as recovered without sequelae.

Event description:
It was reported there was a volume discrepancy and difficulty aspirating and filling the pump. The reporter stated that they were unsure of the expected reservoir with the first volume discrepancy occurence, but the actual reservoir volume was 20ml which was "significantly more than there should have been". At that time, the healthcare provider (hcp) tried to fill the pump, but was only able to get 30 cc in pump. The hcp then attempted to withdraw from the catheter access port (cap) in order to verify catheter patency, and was unable to. The hcp was able to push in dye, however, with "considerable force", and did see dye at the tip of the catheter. The patient was kept for observation of any adverse effects from injecting catheter contents. There were no patient symptoms/ injuries related to this event at that time. Two weeks later, a follow up was completed and another volume discrepancy was discovered. The actual residual volume (arv) was again greater than the expected residual volume (erv) the arv was 29 ml, when the erv was 4 ml. There were no issues noted in the logs. It was noted that the pump had been replaced on (B)(6) 2012 and "this had been occurring since the pump was implanted". As of the later volume discrepancy occurrence, the patient was on more oral medication than in the past to cover pain. The medication in the pump was morphine (compounded), and bupivacaine. Patient and event outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: reporter believed that the hcp was to do a rotor study. It was later reported that the patient's oral dose was adjusted and the hcp referred the patient for a catheter revision. Patient status was indicated as "doing fine but less effective pain relief with pump".

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly. Pump passed all non-destructive testing. A review of the pump logs showed motor stalls with recoveries the day of explant. The motor was destructively analyzed and no significant anomalies were found. Emi and magnetic fields can cause the motor to stall, and it was believed to have caused the stalls in the pump logs. The pump was empty as received. No reservoir access issues were encountered during the aspiration and filing the pump during rpa testing. The fluid path was destructively analyzed and no significant anomalies were encountered.

Manufacturer narrative:
(B)(4).

Event description:
Additional review found that the information reported under manufacturer report # 3004209178-2013-04584 belongs in under this manufacturer report #. The symptoms related to the event were reported as the patient having less than 50% therapy relief. The morphine being delivered via the device was infumorph. Additional information reported that at the first refill, it was reported that there was a problem with the pump because 2 to 3 ccs of morphine were still in the pump. It was noted that the health care provider tried to clear the catheter without success. The patient had to increase her oral pain medication to compensate and the following few months were not pretty. Having to take more oral medication, increased the patient's vomiting and underlying pain.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709 serial# (B)(4), implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
Additional review clarified that the previously reported [it was noted that the pump had been replaced on 4/4/12] is pertainted to manufacturer report # 3007566237-2012-02392.

Manufacturer narrative:
(B)(4).